Event description:
I agreed to have an essure birth control device implanted in 2005. I was told it didn't take and in turn a laparoscopic tubal was done. I have always had pain in my abdomen, but always attributed it to scar tissue (from c-sections), ovarian cysts, & bowel. And this is what my dr. Suggested when I mentioned tenderness. Recently, I was experiencing extreme pain in my lower back and had an x-ray done. The x-ray tech asked me if I had surgery on my left side. I said "no", only the tubal. She said there was a splint or something. After much worry and retrieved medical records, I h ave discovered that there was a splint or something. After much worry and retrieved medical records, I have discovered that there is an "uncoiled" essure product in my abdomen. This explains my constant discomfort and recent extreme pain, as well as the weight gain, depression, and chronic fatigue that I have been suffering from. There is a very good chance that my body has suffered from nickel/ titanium allergy and has been perforated internally. My tubal was noted as failed essure, because" the thumbwheel was rotated backwards and sheath did not retract." After several attempts my dr. Decided to perform a laparoscopic bilateral tubal using bipolar cautery. Imagine my surprise to find that I do in fact have a faulty essure migrating around in my abdomen, uncoiled and reeking havoc. Although my procedure was unusual, no matter where the essure is placed it can uncoil and migrate. This was never described as a possible side effect. This product is extremely dangerous and should never be used a permanent birth control versus the traditional methods that do not implant the body with faulty metal coils.